Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Possible loss of capture and increase in thresholds and impedance was also noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The report for atrial fibrillation (a-fib) with rapid ventricular rate (rvr) and right ventricular (rv) lead t-wave oversensing (twos) was submitted in error. The patient did not experience a-fib with rvr and the rv lead did not exhibit twos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient experienced atrial fibrillation with rapid ventricular rate (rvr). The rv lead also exhibited t-wave oversensing (twos).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted only a 4 cm proximal segment of the lead was returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds were noted on the rv lead.